Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, product type: catheter. Product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that "about a month ago" there was a case where a portion of the distal end of the catheter was left in the body and sutured closed, but because there were no numbers on the markings, they did not know how much catheter was left in the body. No other details were available. No further issues were reported or anticipated.